Event description:
Physician was using a 2.0 swanson burr on surgitive and during the procedure the tip broke off in the canal/joint of the little finger where the swanson implant was to be replaced. The physician was unable to remove the burr tip. This report is based on preliminary info received by hosp which hosp has not had the opportunity to investigate or verify prior to the reporting date. Hosp has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.